Event description:
The device was used during a laparoscopic nissen procedure. Reportedly, the needle broke. The surgeon was able to retrieve half of the needle and applied another device. Upon reload, the needle broke and the surgeon was able to retrieve half the needle and complete the procedure.